Event description:
As device was being withdrawn from the patient, a piece of the hydrophilic coating came off the device and retained in the vessel near the foot. Physician was able to retrieve the piece in its entirety.